Manufacturer narrative:
A ge representative evaluated the system and repaired the high voltage cable. System operates as intended.

Event description:
Customer reported the system continues to fluoro after button is released. No patient injury was reported.